Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left side. The 90% stenosed, 32mm in length, de novo target lesion was located in the moderately tortuous, severely calcified, and 3.0-3.5mm in diameter left anterior descending artery. Following pre-dilation, residual stenosis was 70%. A 3.00 x 32 synergy drug-eluting stent was then advanced but failed to cross the lesion. The device was removed; however, the distal stent strut was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.